Event description:
It was reported that an undefined temperature alarm occurred while charging the pump. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.